Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this rv lead exhibited continued high out of range shock impedance measurements greater than 125 ohms. An invasive procedure was performed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This report is being filed to correct the following field from the previous report. G4: bsc aware date.

Event description:
It was reported that this rv lead exhibited continued high out of range shock impedance measurements greater than 125 ohms. An invasive procedure was performed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should pertinent additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing impedance measurements for over a year. The vector breakdown was evaluated in office check and all vectors show out of range impedance measurements, with appropriate sensing. This increase could be associated with a patient's condition; however further review of this lead was recommended. The lead remains in service. No adverse patient effects were reported.